Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected lower range. Rv defibrillation impedance was fairly steady at approximately 27 ohms from (B)(6) 2014 to (B)(6) 2015 and then decreased to 18 ohms by (B)(6) 2015.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-25 lead implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported the patient had a ventricular fibrillation (vf) arrest while at the primary care physicians office. A device interrogation was performed and revealed six failed defibrillation attempts. The patient was rescued by the external defibrillator. It was further reported the subcutaneous defibrillation coil had low impedance. Additional information obtained reported the low lead impedance was chronic. The device and lead were explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.